Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient had one resolute integrity coronary drug-eluting stent implanted on (B)(6) 2024 in the left anterior descending (lad) artery. The first electrocardiogram indicated acute anterior wall myocardial infarction. On (B)(6) 2025, the patient experienced sudden chest pain. A coronary angiography revealed in-stent restenosis in the target lesion. Coronary angiography revealed complete occlusion within the stent in the proximal lad artery, with 100% stenosis and timi grade 0 antegrade flow. The lad ostium was acceptable, with a visible stent shadow in the proximal segment. The left main (lm) ostium was normal, with no significant stenosis observed in the lumen. The left circumflex artery (cx) ostium was normal, with no significant stenosis in the lumen and timi grade 3 antegrade flow. The right coronary artery (rca) ostium was normal, with approximately 50% stenosis in proximal segment, no significant stenosis in the distal segment, and timi grade 3 antegrade flow. The device was inspected prior to use and negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed sten t. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. The patient was on dapt when the restenosis/occlusion event occurred. The patient was taking medications such as atorvastatin calcium tablets, pantoprazole sodium enteric-coated tablets, metoprolol tartrate tablets and perindopril tert-butylamine tablets. The patient underwent emergency balloon angioplasty and stent implantation in the left anterior descending artery. Postoperatively, chest pain symptoms were significantly relieved, and the patient was discharged. The physician assessed that the restenosis/occlusion event was directly related to the use of the relevant device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: annex d code. Correction: the resolute integrity coronary drug-eluting stent was implanted in a non calcified lesion in the proximal left anterior descending (lad) artery. Annex g code. D6a implanted date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.